Event description:
Quality of bis sensor seems to be compromised. It would work for a few hours then the gel becomes wet and the bis electrode will not stay attached and starts sliding down the patient's skin.